Event description:
The customer reported that the insulation fell off of the device into the pt cavity. The material was retrieved with no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.